Event description:
The facility representative reported an infuso.r. Pump with a condition of "on/off knob broken." It is unknown when the event occurred; however, it was identified in the "biomed service" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "on/off knob broken" issue was confirmed but not reproduced during product evaluation. The assignable cause was not determined due to estimate refusal by customer. No repairs were made to fix the reported condition.